Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that the electrode in question was connected to the vapr vue main unit,. The electrode was out of work with an error message on the monitor. They re-plugged in the electrode, which resulted in the same. When they connected a replacing electrode, it worked fine. Which error was indicated on the monitor is not available. The device was received and evaluated. Visual inspection revealed that the electrode is in normal use condition. The cable is in good condition as well as the connector and pins. The active tip shows signs of activation. When connected to the test generator, the electrode was immediately recognized, no errors codes were shown on the console. When performing the functional test, the ablation and coagulation functions were able to work, the electrode will be sent to the manufacturer for further testing. The vapr coolpulse90 electrode was evaluated by the manufacturer with the following results: device was not returned in the original packaging. Device was in a used condition. The active tip was in a used condition with tissue in and around the active tip. No visible damage to the device shaft, handle, cable or plug. The electrical test was performed, all parameters passed. The functional test was performed, vapr vue generator (gml4854/2) was used. The device passed all testing. Manufacturer summary: the customer reported fault was that the device was not working and an error message was displayed during the procedure could not be confirmed. Testing at olympus shows the returned device successfully passed both electrical and functional testing and activation performance remained consistent and we were unable to reproduce the reported issues. The complaint device was found to meet the manufacturers specification; therefore, no further investigation is possible. The root cause of the customer reported issue could not be determined. DHR review has been performed for the complaint device lot number u2009053; no issues (ncrs or deviations) with the manufacturing process have been indicated. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on (B)(6) 2021, it was observed that the vapr coolpulse90 electrode device had an unspecified defect and error message. During in-house engineering evaluation, it was determined that the active tip was in a used condition with tissue in and around it. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.